Manufacturer narrative:
Additional information: a follow up is being filed to report additional information received by the customer: on june 11, 2014, the affiliate was called to clarify the event date and the alert date. Affiliate informed that the surgeon noticed the infection issues on (B)(6) 2014; however, only reported these cases to the sales rep, on (B)(6) 2014. Also, the affiliate and sales rep. Informed that no further information has been provided by the customer at this time. At the present time this complaint is considered closed.

Event description:
A follow up is being filed to report additional information received by the customer: on june 11, 2014, the affiliate was called to clarify the event date and the alert date. Affiliate informed that the surgeon noticed the infection issues on (B)(6) 2014; however, only reported these cases to the sales rep, on (B)(6) 2014. Also, the affiliate and sales rep. Informed that no further information has been provided by the customer at this time.

Event description:
The affiliate reported: the surgeons reported to rep on (B)(6) 2014 that they think there were two cases with infection. No other details provided at this time. (During use on patient) please see complaints (B)(4).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample discarded by customer.